Event description:
The customer reported to customer service that the housing for her power supply for her breast pump "fell apart".

Manufacturer narrative:
At the time of this submission, contact was not made with customer to obtain add'l info regarding this event. Medela will continue to attempt to make contact with the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the power supply housing fell apart, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Product samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.